Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl; cause unknown. Reportedly, due to the elevated bg, the customer required assistance administering a correction bolus via the pump as well as a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.